Event description:
Patient called stating he had red heart alarm. Brought in and vadinterrogated, no evidence of red heart alarms. Did have multiple powercable disconnects, battery clips replaced during admission. No otherdevice malfunction suspected, discharged.